Event description:
The consumer alleges the right leg of the walker buckled whens he came off the last step on her porch, causing her to fall in to the fence. She allegedly has a hairline fracture on her shoulder as a result of the alleged incident.